Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen displayed a multitude of lines across the screen. In addition, the touchscreen is unresponsive. The customer's blood glucose was 108 mg/dl. Customer reverted to insulin injections for alternate insulin therapy.